Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed assistance with inserting a new set and adjusting her insulin pump's settings. The customer also reported that she recently had to go to the hospital after manually injecting too much insulin. Blood glucose level at the time of the incident was not provided. Further details of the hospitalization were not provided. The customer will not return the device for analysis.